Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. In addition, the patient was listed as deceased, and no further information could be obtained through a follow-up investigation.